Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads. No crack was noted on the display window.

Event description:
It was reported by the customer that their insulin pump had a scratched display screen, making it difficult to read. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.